Event description:
The customer contact reported device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department from ob unit for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with 11/004 error code (less than 2.0 volts on lithium battery) service alarm code. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.